Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Event description:
It was reported that a patient underwent a chevalier technique carotid artery endarterectomy procedure on (B)(6) 2012 and continuous suture was used. The procedure was elective with some degree of urgency because it was 15 days after amaurosis. The patient was given prophylactic lovenox. The patient experienced bleeding, hypovolemia and a neck hematoma and could not be saved in time. The patient died during the night between post operative day 2-3. The patient died before having a chance to be re-operated on and the surgeon is not certain that a breakage of the suture is the cause of the death. The surgeon cannot rule out a tear of the carotid artery during a period of arterial hypertension.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.